Event description:
The lead could be positioned without problems. According to the physician, it was not possible to measure the sensitivity and the threshold intraoperatively. The impedance was measured as about 3000 ohms. The use of a new lead of the same type in connection with the same measurement device and positioned the same way resulted in correct measurement values.